Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed with downstream occlusion error message displayed on screen. Per reporter, they tried to troubleshoot but cannot get alarm to clear. Same cassette/tubing worked with another pump. Continuous infusion rate: 3 ml/hour, total reservoir volume: 138 ml and length of infusion: 46 hours. There was patient involvement, and no patient harm/adverse event reported.